Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. A visual inspection of the returned drill guide drop did not confirm any pieces broken from the device. The visual did confirm some damage around the connection point of the device. The device was manufactured in 2018. The device exhibits signs of excessive wear and usage. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Reference: (B)(4).

Event description:
It was reported that, during unspecified surgery the 130 rad drill gde drop broke outside of the patient. The procedure was completed without delay using a smith and nephew back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.